Manufacturer narrative:
Stem left in patient.

Event description:
Revision surgery - due to the patient's subscap failing, it required a reverse shoulder prosthesis revision.

Manufacturer narrative:
The reason for this revision was reported as the patient's subscap failed after 11 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. The root cause for the patients failed subscap could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Neck disposed of, stem left in patient.